Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2010-02569. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. Access was obtained through the femoral artery. The greater than 75% stenosed de novo lesion was located in a non-tortuous bifurcation of the left circumflex artery (lcx) and obtuse marginal artery (om). The majority of the lesion was noted to be in the lcx, but continuing into the om. A promus stent was deployed in the lcx to treat the lesion. A 3.0x15mm apex balloon was advanced to the lcx and a 2.5x15mm apex balloon was advanced to the om to attempt a kissing balloon technique. As the balloons were inflating the 2.5x15mm apex balloon kept diving deeper into the om and losing position or watermelon seeding. The 2.5x15mm apex balloon was then positioned partially in the lcx and partially in the om. After the kissing balloon technique, a small ostial dissection was noted. The dissection was not treated and the patient was placed on integrillin. No further patient injuries or complication occurred. Patient status is "fine".